Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record for the lot reported was reviewed for compliance and no issues were observed. Device was not explanted and is not available for evaluation. On (B)(6) 2019, the patient's iop was reported at 14mmhg, which is within the intended functioning of the device. No further information was provided.

Event description:
Per doctor, valve failed. Patient experienced hypotony.